Event description:
As reported in the legal brief, a patient was treated with a optease vena cava filter, which subsequently malfunctioned and caused injury, damage, but not limited to perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages. The patient required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. Additional information was received from a patient profile form (ppf) indicating that the filter perforated of the filter strut outside of the ivc. The patient reports worrying about it. ¿just stress over dying about the malfunction and extreme stress makes a-fib kick in. Heart does out of rhythm. A physician broke the filter when he did an oblation of the heart and as a result had to go back on blood thinners.¿

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional b5 narrative: additional information received from the implant records reveal the patient presented with medical history including morbid obesity, history of thromboembolic disease, scheduled bariatric procedure within 2-3 months and chronic anticoagulation. In addition, due to sudden death of a family member with thromboembolic disease after ceasing anticoagulation and the patient was taking coumadin, filter placement was determined as prior to the planned bariatric procedure. Venogram showed less than 3cm vena cava with no thrombus present. The optease was deployed via the jugular approach into the ivc. Completion cavogram showed brisk flow. The patient tolerated the procedure. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of perforation of the filter strut outside of the inferior vena cava (ivc), approximately ten years and six months post implant. The patient also reported that worrying about the filter makes atrial fibrillation kick in. The patient also indicated that a physician broke the filter when performing an ablation of the heart and as a result had to go back on blood thinners.¿ according to the implant record, the patient presented with medical history including morbid obesity, history of thromboembolic disease, scheduled bariatric procedure within 2-3 months and chronic anticoagulation. Filter placement was scheduled prior to the planned bariatric procedure. Venogram showed less than 3cm vena cava with no thrombus present. The filter was placed via the right internal jugular vein and deployed below the renal veins. The patient tolerated the procedure. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. The patient reported that the filter was ¿broken¿ during another procedure. Due to the nature of the complaint and without images available for review the reported events, tilt, perforation and damaged, could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.